Event description:
(B)(4).

Manufacturer narrative:
Blue screen visible and the cns not booting to windows os - indicative of a hard drive failure. Customer was advised on appropriate replacement parts.